Event description:
It was reported, the pt is experiencing numbness down the outside of both legs and not getting enough pain relief and reports this has been happening since the implant. X-rays revealed the lead had migrated. The pt wants the system explanted and refused reprogramming.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.